Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location and implanting the neurostimulator too close to the targeted nerve have been ruled out as potential causes. Additionally, the patient touching or picking the wound, severe force applied to the implant, excessive twisting, stretching, or bending, not prepping the skin with an antiseptic solution, and using inappropriate tools have been ruled out. However, the patient was not wearing the antenna in the best location for adequate pain relief, the patient has a history of prolonged swelling from surgeries, and the surgical site was closed with dermabond instead of sutures which is non-compliant to the IFU. The stimulator is used to treat pain. The cause of the swelling is due to the patient being a poor candidate due to health, weight, age or mental capacity as they have a history of prolonged swelling from surgeries (user error- clinician). The cause of the inadequate pain relief is due to transmitter assembly antenna placement as the patient was not wearing antenna in the best location (user error- patient). Additionally, non-compliance to the IFU was identified as the surgical site was closed with dermabond instead of sutures (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported swelling in their leg around their incision sites which was made worse by wearing the wearable. Additionally, the patient reported inadequate pain relief. The patient was instructed to wear a bandage on their leg before putting on the wearable and was instructed on increasing the program settings. The commercial team member met with the patient on (B)(6) 2024. It was determined the patient was not wearing the antenna in the best location for adequate pain relief. The transmitter settings were changed and patient is trying the new antenna placement. As of (B)(6) 2024, the patient is receiving adequate pain relief with the new antenna placement and the swelling continues to improve.